Event description:
Patient was revised to address osteolysis. Update: (B)(4) 2012 - litigation papers received. In addition to osteolysis, the patient suffers from discomfort, pain, stiffness, loss of motion, and upon information and belief, osteolysis, loosening, and/or dislocation of the hip, all of which results in difficulty ambulating and risk for metal toxicity. Litigation provided general date of implantation and noted that the patient is bilateral. All appropriate changes and updates have been made.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/1/2012 - pfs and medical records received. Part/lot was provided. A correct doi was given for both hips. After review of the revision operative note for the right hip, there was a confirmed dislocation, black tissue staining, and osteolysis. The litigation mentioned loosening, but there was no mention of loosening in the revision operative note. The first two implants reported are for the right hip and the last two products are for the left hip. There is no new additional infomration that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis. Doi: (B)(6) 2004, dor: none reported (left hip).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1218715. A search of the complaint database finds additional reported incidents against lot codes 1198801 and 1130640 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.